Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: hi (which on the system indicates a result in excess of 600 mg/dl) and 151 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.